Event description:
The hospital reported that during CABG case, the surgeon was harvesting patients' left saphenous vein and the c-ring broke into half. A 2nd set of hemopro 2 was opened and used. Operation proceeded smoothly and patient was fine. Endoscopic view shows no plastic debris within the harvesting tunnel. The c-ring and the harvesting tool weren't advanced under endoscopic visualization during intial insertion. The c-ring was retracted in the cannula. The surgeon suspected that he might have engaged the harvesting tool jaws with the c-ring as he didn't visually see it in the endoscope view. The surgeon is not sure during the engagement. Only a slight delay to open a new vasoview hemopro 2 and to check for any plastic debris within the tunnel. No debris found within the tunnel.

Manufacturer narrative:
(B)(4).event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.